Event description:
It was reported to philips that battery is found defective. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the product malfunction was unable to be confirmed because the philips engineer did not respond to requests for additional information.

Event description:
This report is based on information provided by philips remote solution leader and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that general device failed error. There¿s no reported patient involvement. Heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.